Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's doctor reported air bubbles that were forming in the insulin cartridge were transported into the infusion set while the pt was using the infusion device. Doctor stated the insulin cartridge and infusion sets have been changed but the issue persists. Doctor reported the issue escalated on (B)(6) 2011 when the pt's (B)(6) informed the pt's mother about her elevated blood glucose level. Doctor stated the pt's blood glucose levels could not be lowered by basal rate and bolus. Doctor reported the pt was brought to the hospital at midnight with ketoacidosis. Doctor stated pt's blood glucose in the morning on (B)(6) 2011 was 31.3 mmol/l (563 mg/dl). Pt's normal blood glucose range was not provided. Doctor reported the infusion device did not trigger any alarm or error messages. Doctor stated the infusion device delivers significantly less insulin than is shown on the infusion device display. Product was replaced and requested return of the alleged product for eval.